Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient experienced pericardial effusion and tamponade from a possible lead perforation. A pericardial drain was inserted. The right atrial (ra) lead and the right ventricular (rv) lead remain in use. No further patient complications have been reported as a result of this event.